Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an out of range pacing impedance measurement and increased thresholds. The pace sense portion of this lead was surgically abandoned during a scheduled device replacement procedure and a new pace sense lead was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.